Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed the pulse lead hi-pot test. The cause for the failure was isolated to an intermittent open pulse wire in the trunk cable. The root cause of the broken wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the open wire. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), the electrode belt failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any deficiencies.